Event description:
It was reported that yesterday ((B)(6) 2025) the alignment was not great with the prophecy guide so the surgeon had to switch back to standard technique with the frame. The k-wire for reference as joint line was actually too low with prophecy and surgeon had to adjust manually. The surgeon confirmed that guide was placed on bone as planned in the prophecy plan.

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Prophecy team reviewed the received information and noted: conclusions: the CT scan was processed within normal, acceptable ranges. No errors were identified during the segmentation procedure. The alignment guides were designed within normal, acceptable ranges. No abnormalities in the internal process were found. The engineering drawings and quality documents were processed within normal, acceptable ranges. No abnormalities in the internal process were found. Root cause identified: it was not possible to identify what caused the alignment and k-wire positioning issues mentioned in the reported incident. A potential root cause may be an unnoticed discrepancy with the tibia guide positioning in surgery or user error intraoperatively. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that yesterday ((B)(6) 2025) the alignment was not great with the prophecy guide so the surgeon had to switch back to standard technique with the frame. The k-wire for reference as joint line was actually too low with prophecy and surgeon had to adjust manually. The surgeon confirmed that guide was placed on bone as planned in the prophecy plan.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.